Manufacturer narrative:
Evaluation has not been completed.

Event description:
During cataract removal, the footpedal malfunctioned. The patient was transferred to another clinic where the procedure was successfully completed.